Manufacturer narrative:
Updated lot# of the concomitant device. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated lot# of concomitant device: locking bolt (part: 259.380, lot: 9616779, quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed at (B)(4). The product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible at the outer diameter proximal side. A device history review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The nail was broken in the region of the distal hole. Therefore as complaint relevant features were identified the dimensions in the region of the breakage (outer diameter and the distal slotted hole), which were measured and meet the specification. The raw material certificate was checked and it was found that the raw material fulfilled the specifications. The above mentioned scratches are most likely not manufacturing related. After electro polishing each nail is checked by the final inspection on scratches, therefore it is excluded that the scratches were caused during manufacturing. Based on this the complaint is confirmed but not valid from the point of view of the manufacturing site. A product development investigation was performed. The complete broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were as far as possible checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for stainless steel. The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in february 19, 2016 and we are not aware of any other complaint for this article- and lot number. The nail was broken in the region of the distal hole. The nail shown traces of repeated use at the outer diameter proximal side. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has lead to these circumstances. We can only assume that the pfna - nail (the region of the distal hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. There is no indication that any of the listed concomitant device (pfna blade and locking bolt) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices will be performed. The pfna blade and locking bolt shows that the devices are in a used condition without heavy damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: pfna blade (part: 02.027.037s, lot: 9801297, quantity: 1); locking bolt (part: 259.380, lot: unknown, quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: feb 19, 2016. Expiration date: feb 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on an unknown date due to a broken proximal femoral nail antirotation (pfna) subtrochanteric and progressive pain. The patient initially underwent surgery on (B)(6) 2016 involving open reposition and retention and implantation of the pfna. The patient had experienced progressive pain since the beginning of (B)(6) 2016 with no memorable trauma having occurred. The patient returned to the hospital on (B)(6) 2016 and radiological nail breakage at the area of the distal locking [screw] was discovered. It was further reported that the nail had broken on (B)(6) 2016. This report is 1 of 1 for (B)(4).